Event description:
The customer reported that there was a tear in the high voltage cable and the power cord.

Manufacturer narrative:
The ge service rep replaced the high voltage cable and power cable and tested the system for proper operation.